Event description:
The customer states that one pt sample generated a non-reactive result when tested with the architect anti-hcv assay (s/co = 0.6). The sample tested reactive on the axsym platform at this lab and at two other laboratories also using the axsym platform. Controls on all systems were within specifications. There is no impact to pt management reported.

Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.